Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event of infection cannot be confirmed through product testing alone. As received, microscopic inspection of the swift lock anchor did not reveal any anomalies and it functioned as intended. The cause of the reported event is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-00611. Related manufacturer reference number:3006705815-2021-00612. Related manufacturer reference number:1627487-2021-01262. It was reported that the patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. The patient was administered both oral and IV antibiotics. The infection has since been resolved.